Event description:
Patient fell and hit head above right eye. Two days later, implant was noted to be dislocatedx as a result of the fall. Patient was taken to surgery the next day, where iol was repositioned. Prognosis: good **note: unable to relate c auszation to implant, but technically is a failure to maintain fixation of implant due to direct trauma to eye & implantdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.